Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed an error message for the communications interface board not responding. There was no patient involvement.

Event description:
The customer reported an error 600.6855. No patient involvement is noted.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 600.6855.technical support: 1. Connect 8015 unit to alaris system maintenance. 2. Set correct package to active. 3. Run "transfer network configuration" task. Transfer network configuration did not resolve the problem. Customer will re-flash poc software next. If error still exist, customer will replace rf card extension board. A review of the device history record for (B)(6) was performed from date of manufacture 11/07/2013 to present date 10/23/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer reported problem was not confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.